Event description:
It was reported that during an arthroscopy procedure of the knee, the grasper unit did not function as intended. The doctor made numerous grasping attempts to remove fragments of the patella and the grasper unit did not block. This made it impossible to remove the patella fragment and resulted in a delay to completing the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.